Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had ventricular tachycardia (vt) event but there was no therapy initiated. No further information has been obtained despite good faith efforts. This ICD remains in service. No adverse patient effects were reported.